Event description:
Additional information received reported that during the revision in the pocket site, the lead was checked to make sure that it was seated properly in the ipg. It was stated that it seemed to be and impedances were checked but were still not within normal limits (wnl). The hcp then swapped the tails of the 5-6-5 paddle lead and all impedances were wnl. After programming the device following the revision procedure, the patient felt stimulation on the right and left sides. It was stated that ¿as far as I¿m aware¿ per the manufacturer¿s representative, the patient was receiving effective therapy without sequelae.

Event description:
It was reported that the patient had a loss of therapeutic effect. It was reported that the patient had a revision today because he was not feeling stimulation on the right side of the lead. It was stated by the caller that impedances were normal with the 565/implantable neurostimulator (ins) connection prior to surgery. It was reported that the patient had stimulation following implant. It was unknown when stimulation changed, and the caller didn't have information as she was called in to cover the case today. It was stated that today they removed the left tail of the 565, moved the right tail to the 0-7 port and added a 1x8 perc lead (8-15 port) along the right side of 565 lead. The caller stated there was no issue with the 565 or ins, the issue was that the patient was not feeling stimulation. Additional information received reported that two weeks ago, the healthcare professional (hcp placed a percutaneous lead to the right of the 39565 lead to provide right side coverage (see (B)(4) for loss of right side stimulation/therapeutic effect). It was stated that to achieve this, the hcp disconnected the 0-7 tail of the 39565 lead, moved the 8-15 tail of the 39565 lead to the 0-7 port of the ins, and then inserted the percutaneous lead in the 8-15 port of the ins. It was stated that since the revision, the patient could no longer feel stimulation on the left side. It was reported that today, the manufacturer¿s representative checked impedances and all of the contacts on the 8-15 side of the 39565 showed >20,000 ohms when tested at 1.5v. It was noted that the caller changed the lead numbering to determine whether impedances changed at all, but this did not change the impedances or lack of stimulation perceived by the patient. It was stated that the issue was unresolved at this time.

Event description:
Additional information received reported that the manufacturer¿s representative recalled that she was able to achieve stimulation on both right and left sides in the recovery room with a nurse present and the patient was reportedly glad to feel it again in both sides. It was noted that the manufacturer¿s representative had discussed appropriate lead configuration with technical services. It was reported that the patient talked with the surgeon/healthcare professional (hcp) and they decided to move forward with a future revision to switch the tail of the 565 lead in the port of the generator. It was noted that the hcp was first ¿going to check to see if the screw was tight in the generator.¿ it was noted that the revision had not been scheduled yet.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).